Event description:
Subsequent to the initially filed report, additional information was received stating the xtw clip is the clip that caused the perforation. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported tissue injury (perforation on leaflets) was due to anatomical condition (i.e., fragile, and thin leaflet). The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report tissue injury. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4, restricted posterior leaflet, fragile and thin leaflet, and dilated left atrium. A mitraclip xtw was implanted without issues. A mitraclip xt was implanted, but a perforation on both leaflets occurred. The clip was noted to be stable and mr was reduced to a grade of 1-2. There was no clinically significant delay in the procedure. No additional information as provided.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.